Manufacturer narrative:
It was reported that the touch screen became unresponsive. The medical staff was able to adjust the rpms with using the rotary knob. The machine was not in emergency mode. This happened after the sprinter cart did ¿bonk¿ into the wall during transport of a patient. There are no damages on the sprinter cart device. The hls set was transferred to a new console. There was no negative patient impact. When the cardiohelp was powered off and restarted, the issue was resolved. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation on 2023-07-24. The failure was not reproducible and no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to getinge life-cycle-engineering the most probable root cause is that the vibration of the cardiohelp device (bonk of the sprinter cart while cardiohelp was on it) caused contact resistances. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter 5.6.1 "check before every application" the touch screen must be checked before use. The review of the non-conformities has been performed on 2023-05-24 for the period of 2012-04-11 to 2023-05-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-04-11. Based on the results the reported failure "touch not responding" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2022-05-23 till 2023-05-23). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the touch screen became unresponsive. The medical staff was able to adjust the rpms with using the rotary knob. The machine was not in emergency mode. This happened after performing a physical therapy with the patient where the sprinter cart did ¿bonk¿ into the wall. The hls set was transferred to a new console. There were no negative patient sequelae. When the cardiohelp was powered off and restarted, the issue was resolved. The failure occurred during patient treatment. No harm to any person has been reported. Complaint ID# (B)(4).